Manufacturer narrative:
This problem was known by the manufacturer and corrected in 2006. Please refer to corrections and removals #3003781173-7/03/06-001-c.

Event description:
Per importer's MDR: it was reported to sunrise medical on (B)(6) 2013 that on (B)(6) 2013 the end user was injured due to an alleged malfunction of a guardian rollator. Reportedly per the end user's husband, one of the front swivel wheels came out of the frame while his wife was sitting on the rollator causing her to fall backwards on tile flooring. The end user was rushed to the hospital for precautionary reasons due to a previous surgery that took place on (B)(6) 2013 to have rods inserted into the end user's back and to fuse two discs. X-rays were taken at the hospital which came back negative showing no injury. On (B)(6) 2013, the end user went to the doctor for pain to her side and it was diagnosed with one broken rib on her left side. The end user was prescribed tramadol to help with the pain. This incident is being handled by the sunrise medical legal department.